Event description:
It was reported that during left ventricular (lv) lead threshold testing with the mobile programmer application, there was a loss of connection indicated by a red cross and dotted lines in the connection status. It was noted that during this time it was not possible to stop pacing, as no buttons on the mobile programmer application could be pushed. The application was force closed to stop pacing and then restarted. Additionally, the visualization of lead impedance for the atrial lead was not fully reflected as greater than 3000 ohms on the application screen, although it was visible in the portable document format (pdf) report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that there was a loss of connection was confirmed. Analysis of the service logs found the customer comment that no buttons on the mobile programmer application could be pushed was confirmed. Analysis of the service logs found the customer comment that the visualization of lead impedance for the atrial lead was not fully reflected as greater than 3000 ohms on the application screen could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.